Manufacturer narrative:
(B)(4). This product is expected to be returned. This report will be updated if the product is returned and analyzed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Subsequently, a revision procedure was scheduled and the device and rv lead were explanted. No additional adverse patient effects were reported.